Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. Occlusion check infusion line (which is not an error) found in the event history log. During functional testing all the force reading within the requirement specifications and also pump was occluded as normal when the pressure was building up. There was no root cause as there was no problem found, the pump operated as intended. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a no high pressure alarm while running and no therapy was delivered to the patient. No patient injury was reported.